Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device malfunction: difficult to remove. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, after clip deployment, the device was difficult to remove. The access ports were used to release the locking mechanism and counter-traction was applied to remove the device from the patient anatomy. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. No additional information was provided.